Manufacturer narrative:
H6): manufacturer received an email from FDA on (B)(6) 2021, providing a list of MDR''s submitted by the manufacturer that included an invalid exemption number. The purpose of this supplemental report is to clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error. This exemption number has now been removed.

Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to a cied system/pocket infection. Spectranetics lead locking devices (lld ez's) were inserted into each lead to provide traction to the leads during the procedure. The physician began by using a spectranetics 14f glidelight laser sheath and, when attempting to extract the rv lead, he met stalled progress in the innominate region. He then focused attention to extracting the ra lead, but progress stalled in the same area. Feeling that the lesion was calcified, he used a spectranetics 11f tightrail rotating dilator sheath, and was successful in removing the ra lead with this device. However, within 90 seconds, the patient's blood pressure started dropping gradually. The team reviewed transesophageal echocardiography (tee) and could not locate the injury. The heart border (shadow) showed no apparent evidence of tamponade. When the blood pressure only recovered with drug delivery (support), they chose to use a rescue balloon. However, even with use of the balloon, the blood pressure continued to drop. The team continued to look at tee and fluoroscopy and could not determine location of injury. The patient's blood pressure kept normalizing with drug delivery and administration of blood (volume replacement). While the patient was being evaluated in the midst of interventions, it was noted that the patient's abdomen was swelling. A trauma surgeon came in to the room and hypothesized that there could be a bleed out in the groin area. Finally, the surgeon opened the chest and they found a small tear at the innominate juncture. At this point, the patient was not doing well, failed to stabilize, and the patient was pronounced deceased. This report is being submitted to capture the injury at the innominate juncture. Although other devices were in use as well, the 11f tightrail was the last device in use in this area when the patient's blood pressure initially dropped. There was no alleged malfunction of any spectranetics device in use during the procedure.